Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient-specific information is not available for reporting. The patient was reported to be a very healthy athlete. This report is for one unknown variable angle titanium locking screw. A complete part was not available for reporting and only a partial part number, 04.130.4xx was reported. The lot number is unknown. Other number¿UDI: unknown part number, UDI is unavailable. The complained device is not considered to have been implanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that during an unspecified hand surgery on (B)(6) 2016 the unknown variable angle titanium locking screw head broke off. There was no adequate tool in place to remove the remaining screw shaft therefore it is retained in the patient. The surgery was prolonged approximately 10 minutes due to the reported event. The surgery was successfully completed and patient's postsurgical outcome was reportedly good. This report is for one unknown variable angle titanium locking screw. This report is 1 of 1 for (B)(4).